Manufacturer narrative:
(B)(4) clip difficult to release from the catheter. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2016. According to the complainant, the clip was difficult to release. Attempts to obtain additional patient and procedure information have been unsuccessful. If further information is obtained, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Mfg site name - (B)(4). Investigation results a visual examination of the returned resolution clip device found that the clip assembly was fully deployed and not returned. A kink in the control wire was noted. The sheath grip was noted to be detached from the over sheath. This failure is likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. UDI= (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2016. According to the complainant, the clip was difficult to release. Attempts to obtain additional patient and procedure information have been unsuccessful. If further information is obtained, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.